Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30991609l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Pre-mapping was completed and fluoroscopy was performed to move on to ablation. On fluoroscopy, the patient's heart was sluggish and blood pressure was low. Transthoracic echocardiography revealed a pericardial effusion. Timing was after completion of pre-mapping and before ablation. Pericardiocentesis and drainage were performed, the patient's condition was stable and the procedure was completed with ablation of the cti only. The patient's vital signs were stable, and she was intubated and transferred to the intensive care unit (ICU). Atrial septal puncture was performed using an rf needle. No ablation was performed before the tamponade was confirmed. No steam pop was identified. The irrigation catheter flow rate was set to pre 1 second and post 2 seconds. The patient was discharged from the ICU and condition was stable. Doctor's judgment on health hazard was non-serious (moderate/minor). Cf monitoring methods were real time graph; dashboard; vector; visitag. Visitag coloring settings was tag index. Additional filters for visitag : fot. The patient was perforated during insertion of a septal puncture rv catheter. It was an ablation and was not caused by energization. No special note on history/treatment/other current diseases being treated. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Physician commented the perforation could have occurred during the insertion of rv catheter. Pericardial drainage was performed. Transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. The event occurred after completing the mapping phase. Irrigated catheter was used in the event, the flow setting was pre 1 sec, post 2sec. The outcome of the adverse event was that the patient was fully recovered and discharged from the hospital on (B)(6) 2023. Patient did require extended hospitalization because of the adverse event because the pericardial drainage was conducted and the patient stayed in ICU. Transseptal puncture performed by rf transseptal needle, model: nrg-e-hf-71-c0, lot: ngfe161221. The visitag module was used with parameters for stability of range1.5mm, time:5s, fot:50% 6g, tag size:2mm. Rv catheter used was the japan lifeline snake catheter (model;10556bi, sn;(B)(6)).